Event description:
It was reported that there was adverse stimulation to ears. The patient noted there was a shocking sensation in ears when bending over with the implantable neurostimulator (ins) on. Interventions included reprogramming. Diagnostics included device interrogation and the prior programming was verified. Etiology was related to the device or therapy and not related to implant procedure. Severity was moderate. Outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # va05qg9, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va05qg9, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va05qg9, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va05qg9, implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).